Event description:
New information indicated there was oversensing noted on the lead.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the right ventricular lead exhibited noise. The patient was seen in clinic on (B)(6) 2020 for a follow up where it was discovered the lead was dislodged and was failing to capture. No device intervention was reported. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece measuring 64.6 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information revealed the right ventricular lead was explanted and replaced. The date of the procedure was unknown. The patient condition was unknown.

Event description:
New information revealed the lead had a fracture.